Manufacturer narrative:
Health (B)(4) incident report reference no. (B)(4); submitted to health (B)(4) by the patient.. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a procedure performed on (B)(6) 2011. On (B)(6) 2013, the patient experienced pain in the hips, groin, pelvic area, back, thighs, sacrum and pelvis. She also had difficulty in urinating with several episodes of vagal shock, urinary retention, difficulty in having a bowel movement, and pain during sexual intercourse. Reportedly, the patient had significant limitations in all of her physical activities, and it also had affected her morale.